Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer blood glucose level was unknown at the time of incident and the current blood glucose of the patient was 175 mg/dl. Customer stated that the drive support cap appears normal. Customer stated the other blood glucose value was 40 mg/dl. Customer report customer does not allege pump was over delivering. The customer was treated with glucose tablet and ice cream. Customer report customer does not allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.